Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse stated to resolve this issue he exercised the springs to make them looser, as they were too stiff because the spm was brand new. After the springs were exercised the fse was able to run reflectance check and controls successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported they are failing cb controls for leukocyte esterase and reflectance check on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.